Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 351 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Reportedly, the customer had changed out the site 3 days ago . The cartridge and tubing had been changed that day. Tandem technical support advised the customer to change out the site. The customer understood the information and declined further follow-up.